Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that the patient was being scanned feet first. While the table was moving, left arm of the patient slipped under the table and was entrapped between table and the gantry. Event resulted in patient breaking their arm. After technologist stopped the exam, patient was examined by radiologist and technologist proceeded with the exam to continue and complete CT exam. After completion of the CT exam, a radiography of the left arm was performed and concluded a distal fracture of left humerus was observed. It was confirmed that the patient received orthopedic treatment with the splint.